Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the device alarmed with tf5507. No patient involved.

Event description:
"Multiple recordings of tf5507." "Verified reported issue and spoke with tech support."

Manufacturer narrative:
Follow-up 1: investigation outcome. According to the reporter ,the device alarmed with a technical fault tf 5507. Which tends to demonstrate a defective sensor board / pmixer sensor. There was no reported patient¿s involvement at the time of the event. Logfiles were requested but not received, despite reminders. Component (sensor board) was provided but no confirmation was received despite good faith effort.